Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The down button is always active. Due to an external mechanical influence the snap dome of the down button is pressed through. This source led to an always activated down button and therefore all the buttons do not react on pressure. The problem mentioned by the customer is related to careless handling of the product.

Event description:
Patient reported the up/down button on the infusion device is non-functional. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health professional or second party to address the issue.